Manufacturer narrative:
Correction: please retract this report 2017865-2024-66472, review of additional information indicates that the lead should not have been reported.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was implanted and explanted on the same day due to an unknown reason. No patient condition was reported.